Event description:
Boston scientific received information that four years ago this right ventricular (rv) lead exhibited an increase in impedance and threshold measurements. At that time, the impedance measurements were still within normal range for this lead. New information was received that the impedance measurements have continued to increase and have now reached to greater than 2500 ohms. The output for the rv lead is set to 6.5 volts at 1.0 ms. It was noted that the patient is not pacemaker dependent and has scheduled a follow-up appointment in the future. The lead remains implanted in the patient and no adverse effects were reported.

Event description:
Additional information was received that the rv lead was surgically abandoned due to continued high threshold measurements and high out of range pacing impedance measurements. The field representative noted that the physician opted to wait until the device replacement procedure for normal battery depletion (nbd) to replace the lead since the patient was sinus bradycardia and did not pace in the ventricle. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.